Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a kinked infusion set cannula. Blood glucose level was impacted (unknown value). The customer went to the emergency room (ER) and was subsequently hospitalized. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (including infusion set information); however, no additional information regarding this event was provided.